Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose and high blood pressure. Blood glucose reading was 30 mg/dl. The customer was alleging insulin pump for over delivery because they went to it couple of times and they went to emergency room too. Customer stated that insulin was squirting out before connecting set to the site. Customer stated that they were getting more insulin. Customer stated that ambulance visited her and she was taken to emergency room on (B)(6) 2021. Customer was treated with intravenous infusion and glucagon shots in hospital. Customer was also reporting unusual events for that they went to doctor. Customer was using insulin pump within 48 hours of low blood glucose incident. The insulin pump will be returned for analysis.